Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The damage to the cover was confirmed and the x-stage cover was replaced. The damaged cover has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system x-stage cover was damaged. It was reported that this damage occurred because one of the gantry docking pins was misaligned during the docking process. There was no patient present when this issue was identified.